Event description:
Magna valve explanted immediately after implant due to excessive regurgitation seen on tee. Valve then reimplanted (implanted for second time), and regurgitation seen again on tee. Explanted and replaced with a mosaic valve, size unk.